Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding on (B)(6) 2023. Concurrent conditions were listed as endometrial ablation since (B)(6) 2023 and abnormal uterine bleeding since (B)(6) 2023. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91 kg. [Pathology test] on (B)(6) 2023: clinical history: abnormal uterine bleeding, history of endometrial ablation, iron deficency anemia due to chronic blood loss. Final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: normal histology. Endometrium: mid secretory phase; no hyperplasia or malignancy. Myometrium: no significant pathologic changes. Serosa: no significant pathologic changes. Bilateral fallopian tubes: normal histology: [ultrasound pelvis] on (B)(6) 2023: history: abnormal uterine and vaginal bleeding, unspecified. Findings: normal endometrial morphology. There are hyperechoic essure devices noted. Impression: the endometrial stripe measures up to 14 mm, upper limits of normal. This could be normal depending on the phase of menstrual cycle. Otherwise unremarkable pelvic ultrasound; on (B)(6) 2023: on pelvic examination, uterus was anteverted, bulky. Cervix was closed. No adnexal masses palpated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding on (B)(6) 2023. Concurrent conditions were listed as endometrial ablation since (B)(6) 2023 and abnormal uterine bleeding since (B)(6) 2023. On an unknown date, the patient had essure inserted. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91 kg. [Pathology test] on (B)(6) 2023: clinical history: abnormal uterine bleeding, history of endometrial ablation, iron deficency anemia due to chronic blood loss final pathologic diagnosis. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: normal histology. Endometrium: mid secretory phase no hyperplasia or malignancy. Myometrium: no significant pathologic changes. Serosa: no significant pathologic changes. Bilateral fallopian tubes: normal histology. [Ultrasound pelvis] on (B)(6) 2023: history: abnormal uterine and vaginal bleeding, unspecified. Findings: normal endometrial morphology. There are hyperechoic essure devices noted. Impression: 1. The endometrial stripe measures up to 14 mm, upper limits of normal. This could be normal depending on the phase of menstrual cycle. 2. Otherwise unremarkable pelvic ultrasound; on (B)(6) 2023: on pelvic examination, uterus was anteverted, bulky. Cervix was closed. No adnexal masses palpated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.